Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. No button error alarm noted. Unable to perform the occlusion test due to button keypad anomaly. Moisture damage was found on the interface board. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs and had been exposed to moisture. Customer stated they were pushed into a pool while still attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 310 mg/dl at time of reporting. Nothing further reported.